Manufacturer narrative:
(B)(4).

Event description:
It was reported that during the implant procedure, the right atrial lead was tested and it exhibited noise. The lead was repositioned but noise could still be seen. The physician elected to no longer use the lead and replace it. The patient was in stable condition post surgery.